Event description:
It was reported that the patient underwent a revision procedure wherein the lead was moved over as the lead was over on top of a cyst. The patient was doing well postoperatively. Nothing was explanted or implanted.